Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occluded catheter was confirmed and the root cause was determined to be use related. The product returned for evaluation was one 4fr sl groshong nxt catheter. A gross visual inspection of the returned unit found that the catheter tubing was bunched up at the distal end of the two-piece connector, below the clear sleeve. The unit was functionally tested by attempting to flush the catheter with water using a 12ml luer lok syringe. During testing, an occlusion was encountered. The bunched up tubing was then extended by pulling on the catheter tubing and the catheter tested again. No occlusions were observed this time, indicating that the bunched up tubing was causing the occlusion. The distal two-piece connector was bifurcated for inspection of the compression sleeve and to verify that no other bunching had occurred within the connector. The compression sleeve was adequately advanced and no other remarkable features were observed. Bunching up of the tubing as seen on the returned unit may occur due to excessive force or manipulation of the catheter tubing during threading of the catheter through the distal two-piece connector.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that after placing the catheter inside the body, the catheter connector was connected to the catheter and secured with a locking sleeve, and then injection and suction were attempted, but these were not possible. Additional information: it was reported by the customer, incident occurred when the catheter connector and catheter were connected and secured with a lock sleeve, which is the procedure that follows the placement of only the catheter portion, so it is believed to have occurred within about 5 minutes. In addition, since it was not possible to leave a catheter that did not allow the drug to pass through after this incident occurred, the catheter was removed, a new catheter was prepared, and the procedure was repeated from the beginning. In addition, as the catheter was suspected to be blocked, the catheter was removed and the hospital attempted injection/aspiration. The tip of the catheter was discarded by the hospital.